Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es - cubie main drawer had failed storage space. The field service engineer inspected drawers 5 and 6 cubies and found that the row cables needed to be reseated to resolve the issue. The field service engineer verified and re-reseated the row cables, tested the pockets for memory errors, and tested with the user to confirm that all were operational. No further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie main drawer 6 had failed storage space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.